Event description:
It was reported that the patient received "inappropriate shocks." There was no sensing or capture on the right atrial [ra] lead. A chest x-ray revealed that the ra lead had moved and dislodged; this did not allow for rhythm discrimination. Also reported were the presence of high thresholds and low sensing on the right ventricular [rv] lead. Both, ra and rv leads were repositioned and remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.